Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was rupture, lymphadenopathy and inflammation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient's friend reported right side "lymphadenitis, leakage," "¿inflammation of nodes," and patient "feels sick." The device has been explanted.